Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer's site. The fse ran service methods, resulting in range except for one result for one method. The fse replaced all belts on reagent 2, replaced reagent probe 2 and performed a manually bottom of cuvette check, which was in range. The fse repeated the one method which failed earlier, resulting in range. Fse performed calibration, which resulted out of range. The fse replaced the calibrator with a new calibrator flex lot and ran quality control (qc), resulting in range. The fse ran 7 patient samples, resulting within range. A siemens headquarters support center (hsc) specialist reviewed the event. Hsc reviewed the data provided and found the issue to be well set specific but dynamic, changing as tests were removed from the well. The cause of the discordant, falsely depressed thyroid simulating hormone results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely depressed thyroid simulating hormone results were obtained on multiple patient samples on a dimension vista 1500 instrument. The initial results were reported out to the physician(s). The customer repeated the samples on an alternate instrument. The customer used two different alternate instruments for the discordant samples but did not perform repeat testing on both instruments for each sample. The repeated samples resulted higher. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed thyroid simulating hormone results.